Event description:
(B)(4): it was reported that in the past when the patient turned on their stimulation they felt a "jolt." It was noted that it was not painful.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v476849, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).